Event description:
Performed an I&d with tibial insert exchange due to infection on a left knee.

Manufacturer narrative:
The following devices were also listed in this report: device name: sterile fluted headless 1/8 pin x 3.5 in, 7650-2038a, sc38664a8. Triathlon cemented stem-9mm x 50mm, 5560-s-109, 1187602k. Tri ts femur sz2 left, 5512-f-201, l9y4b. Tri cemented stem 9mmx100mm, 5560-s-209, 1187605k. Triathlon femoral distal augment 15mm - size 2 left, 5542-a-201, ssd3u. Triath fem distal aug 5mm - size 2 left, 5540-a-201, sae3b. Triathlon sym cone aug sz b, 5549-a-120, xnmg1. Triathlon revision tibaug sz2 rm ll 5mm, 5612-a-250, 572n9p. Triathlon revision tibaug sz2 lm rl 5mm, 5612-a-251, 350852. Triathlon hinge b/plate size 2, 5612b200, t2e2r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.